Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. Reportedly, the customer intended to deliver a bolus and acknowledged to have navigated to the bolus screen without successfully exiting the screen. Tandem technical support (cts) explained that an incomplete bolus alert would occur when the bolus screen is opened but no action is performed within 90 seconds; customer acknowledged. Customer's blood glucose level was 324 mg/dl and was addressed with a bolus.